Event description:
It was reported that the user was unable to connect a therapy cable in to the corresponding therapy connector. A small pin was broken off inside the therapy connector. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and repair options. Follow up with the reporter found that the customer was unsure if the device will be repaired. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer determined the cause for the failure to be a broken pin inside the therapy connector. A follow up with the reporter found that the customer was unsure if the device will be repaired. The device was not returned to physio-control for evaluation/repair. Hence, further cause of the reported issue could not be determined.